Event description:
It was reported when the patient was having a revision of the catheter for their pump system, the health care provider (hcp) accidentally cut the lead for their stimulator. It was reported that the lead was replaced. Information omitted pertaining to event (B)(4) ¿ catheter replaced. These events are only related in the fact that the lead was cut during the catheter replacement. Additional information received reported the patient is still recovering and the stimulator has not been turned back on or had it scheduled to be turned on.

Manufacturer narrative:
Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3550-29, lot# n311900, implanted: (B)(6) 2012, product type: accessory. (B)(4).